Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported that the pump was replaced on the date of this report and was returned for analysis. The replacement surgery went well the patient recovered without sequela. The patient was reportedly doing fine.

Event description:
In addition, the reporter wondered if the issues with the stimulation system could have been causing issues with the pump. (Please refer to manufacturer report # 3007566237-2014-01783 for information submitted on the stimulation device).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient still experienced intermittent episodes like a vibrating a cell phone over the pump site. The event started after a stimulator battery replacement in (B)(6). The pump logs showed nothing abnormal was occurring. The patient was doing well and felt the pump was delivering the prescribed medication since there was no need for dose increases and there were no new pain symptoms.

Event description:
It was reported the patient felt the pump vibrating at the pump site which the patient first noticed about 2-3 weeks ago around the same time that the hcp and manufacturer representative determined there were issues with the patient¿s stimulation system wires. The patient had a fall in the middle of (B)(6) either on the (B)(6) or (B)(6). The patient¿s left leg was weak and it just completely gave out on the patient and the patient fell forward on their stomach and the on their back area. The patient had bruises at the pump site. The patient stated the vibration lasts about 4-5 minutes and then shuts off and then happens about 2-3 hours later. Sometimes the vibration goes down the patient¿s right leg. The patient wondered if alarm. The patient also stated the hcp pulled back ¿a whole lot of medication¿ before refilling. The patient did not have any specific numbers. The patient had their pump refilled thursday (B)(6) 2014 and the patient reported the vibration to the hcp. The patient had x-rays and was told everything looked fine. The patient¿s current pain level was a 7 and when the patient was using both the stimulation system and the pump the patient could get pain down to 4. The patient also reported still feeling withdrawal symptoms which started about a couple of weeks ago, feels nauseated and sick. The patient did call the hcp¿s office the day of the report and had an appointment to see the hcp on (B)(6) 2014. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).